Event description:
It was reported that the implantable pulse generator (ipg) would only hold a charge briefly before being depleted. It was also noted that the patient had inadequate pain relief. Database analysis revelated that the ipg was working as expected since the battery discharge logs show a discharge rate that correlates with program usage and charging. However, the charge logs reveal that the patient was not charging efficiently or follow a consistent charging schedule despite recommendations made. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was retained by the medical facility.

Event description:
It was reported that the implantable pulse generator (ipg) would only hold a charge briefly before being depleted. It was also noted that the patient had inadequate pain relief. Database analysis revelated that the ipg was working as expected since the battery discharge logs show a discharge rate that correlates with program usage and charging. However, the charge logs reveal that the patient was not charging efficiently or follow a consistent charging schedule despite recommendations made. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was retained by the medical facility.